Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference: 1627487-2011-04093. The pt received two scs systems on (B)(6) 2011, including two ipgs. The implanting pain mgmt physician notified the sjm rep that the pt had passed away at 1:00 am on (B)(6) 2011. The pt's cause of death was a pulmonary embolism, which the physician suspected was related to the pre-existing vascular disease. The cause of death was not confirmed with an autopsy, and the devices were not explanted.